Event description:
As reported, the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) was damaged/cracked while inserting into the 6f non-cordis sheath. Therefore, the device could not enter the 6f non-cordis sheath well and manual compression was proceeded. Hemostasis was achieved by holding manual pressure for twenty minutes. There was no reported patient injury. The storage of the device did not exceed 25 °celsius. The device was stored and prepped according to the instructions for use (IFU) and no difficulty was noted. There were no anomalies noted prior to use. No excessive force was used during insertion. There were no kinks in the 6f non-cordis sheath after removal. There was no damage to the button. The mynx device was not purged of air during prep. A 6f non-cordis sheath was used during the procedure. The mynx vcd was used in an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle of the 6f non-cordis vascular sheath introducer between 30¿45 degrees. There was mild presence of calcium in the vicinity of the puncture site. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The physician was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: per the product evaluation the sealant was partially exposed but still mounted on the unit delivery shaft.

Manufacturer narrative:
Complaint conclusion: s reported, the sealant sleeve of a 6f/7f mynx control vascular closure device (vcd) was damaged/cracked while inserting into the 6f non-cordis sheath. Therefore, the device could not enter the 6f non-cordis sheath well and manual compression was proceeded. Hemostasis was achieved by holding manual pressure for twenty minutes. There was no reported patient injury. The storage of the device did not exceed 25 °celsius. The device was stored and prepped according to the instructions for use (IFU) and no difficulty was noted. There were no anomalies noted prior to use. No excessive force was used during insertion. There were no kinks in the 6f non-cordis sheath after removal. There was no damage to the button. The mynx device was not purged of air during prep. A 6f non-cordis sheath was used during the procedure. The mynx vcd was used in an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle of the 6f non-cordis vascular sheath introducer between 30¿45 degrees. There was mild presence of calcium in the vicinity of the puncture site. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The physician was mynx certified. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and no syringe was returned for evaluation. The sealant was partially exposed but remained mounted on the delivery shaft. A slight kinked/bent condition was observed to the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies, such as cracks in the sealant sleeves, were observed during the visual inspection. A dimensional analysis could not be executed to measure the slit length due to the kinked/bent condition of the sealant sleeves. However, the catheter working length was verified and measured within the defined specification. This measurement was taken using a calibrated ruler. A functional analysis was performed using a 6f cordis laboratory sample csi. The device was inserted into and withdrawn from the sheath without any friction or resistance. A simulated deployment test was also conducted to ensure functionality. The unit worked as intended: after aligning the tension indicator by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The sealant deployed properly, and the balloon retracted as expected. A high-magnification microscopic evaluation was performed to assess the sealant and sealant sleeves. This analysis confirmed partial exposure of the sealant and the presence of a slightly kinked/bent condition on the sleeves. Additional verification to confirm sheath compatibility per the device IFU was performed. Since the csi was not returned, a 6f cordis laboratory sample was used. The sheath was successfully inserted and withdrawn without issue. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a slight kinked/bent condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics (the access site was moderately tortuous with mild calcification), procedural/handling factors (even though it was reported that excessive force was not used during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.